Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the motion batteries were charging slowly. To restore functionality, the motion batteries were replaced as the charger boards were found to be functioning as designed. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. Other relevant device(s) are: product ID: bi71000125, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the batteries on the imaging system were draining quickly when the system was being driven. There was no patient present when this issue was identified.